Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported difficulty charging. The patient also reported that she received the message that it had finished recharging the ins when it was still at 30%. The patient also reported that sometimes it kept checking the quality. The patient reported that she had mentioned the difficulty charging to a manufacturer¿s representative (rep) from the beginning and tried recharging without using the belt as suggested however that didn't work for her. The patient also reported that she mentioned it to the rep at her last appointment and was told that they would address this concern at her next appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.